Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer wants to keep the old pump as a back-up and needs assistance clearing the issue. Customer does not have the pump with him at the moment. Customer stated that he did not take off the pump until he got in the shower. Customer put the pump on the ledge and was humid in the room. Customer stated that the pump has not been dropped or bumped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was also advised that it is not safe to use as a back-up pump. No further assistance needed.